Manufacturer narrative:
The aquabeam handpiece was returned for investigation. During functional testing, the aquabeam handpiece functioned as intended. The root cause is undeterminable as the aquabeam handpiece was found to be functioning as intended. A review of the device history record (DHR) for ab2000-b serial number (B)(6) and aquabeam handpiece lot number 24c00566 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system IFU, ifu0101-00, rev f states the following: 8.14 sterile: ensure the aquabeam scope is fully advanced prior to priming. Press the ¿prime¿ button on the foot pedal or console and circle priming indicators (100% and 50%) will appear on the cpu. Press the [+] button on either the console or the motorpack to prime the aquabeam handpiece at 100% power level. Continue to press the [+] button until the 100% yellow indicator turns green. Release the [+] button while pressing the prime button until the 50% yellow indicator turns green. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2024, a male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia. Procept biorobotics, inc. (Procept) became aware that the aquabeam handpiece would not prime. Multiple troubleshooting steps were performed; however, the issue persisted. A second aquabeam handpiece was used to complete aquablation therapy. The reported event resulted in a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.